Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this safety syringe. The kit is the 1183217 adult ancillary 1170 master convenience kit (lot # 210216-mh2). (B)(4) is the manufacturer of the syringe. Mckesson medical-surgical does not undertake any further manufacturing or relabeling of the syringe. We have notified (B)(6) who will pass along this information to retractable technologies, the manufacturer of the syringe so they may conduct a device evaluation as warranted.

Event description:
The customer reported the following issues with the safety syringe: needle detached from the syringe and stayed in the patient's arm, needle slid from correct position down into the syringe, needle did not have a level, leakage from sides of hub, and needle self-retracting prior to administration of vaccine.